Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2013 from a patient. This case concerns a male patient who complained of wrong route of drug administration, pain level 7 out of 10 and more pain after injection than before having synvisc (subtherapeutic response). Medical history included pain (level 2 out of 10). No past drugs, other concomitant medications or concurrent conditions were reported. On an unspecified date in (B)(6) 2013, the patient started treatment with intrasynovial synvisc injection, weekly, (dose, batch/lot and expiration date unknown) in unspecified location for unknown indication. Later on, in (B)(6) 2013, the patient complained of wrong route of drug administration, pain level 7 out of 10 and more pain after injection than before having synvisc (subtherapeutic response). On unspecified date of (B)(6) 2013, the treatment with synvisc was completed. Corrective treatment: not reported. Outcome: pain level 7 out of 10: not recovered/not resolved. More pain after injection than before having synvisc: not recovered/not resolved. Wrong route of drug administration: not applicable. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and the conclusion was pending for the same.